Manufacturer narrative:
D3: manufacturer zip/postal code: (B)(6). E1: initial reporter address 1: (B)(6). G1: MFR site zip/post code: (B)(6). Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had abdominal pain requiring prescription medication. The subject was enrolled into a clinical study on (B)(6) 2025. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors. Lung shunt calculation was 6.1%. On (B)(6) 2025, the treatment with therasphere was performed. Therasphere was administered to the lober (>2 segments in the perfused volume) through femoral artery, and two dose vials were administered; total administered activity dose was 6.11 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Lung dose calculation was 18.6. On (B)(6) 2025, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2025, on the same day of therasphere administration, subject was diagnosed with abdominal pain, constipation, nausea, and decreased appetite. On (B)(6) 2025, the subject still had abdominal pain. The subject was treated with senna (8.6 mg /oral/as needed) and oxycodone (5 mg/oral/as needed). No other action was taken to treat the event of nausea. Subject was kept under monitoring for the events of decreased appetite and the abdominal pain.

Event description:
It was reported that the patient had abdominal pain requiring prescription medication. The subject was enrolled into a clinical study on (B)(6) 2025. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors. Lung shunt calculation was 6.1%. On (B)(6) 2025, the treatment with therasphere was performed. Therasphere was administered to the lober (>2 segments in the perfused volume) through femoral artery, and two dose vials were administered; total administered activity dose was 6.11 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Lung dose calculation was 18.6. On (B)(6) 2025, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2025, on the same day of therasphere administration, subject was diagnosed with abdominal pain, constipation, nausea, and decreased appetite. On (B)(6) 2025, the subject still had abdominal pain. The subject was treated with senna (8.6 mg /oral/as needed) and oxycodone (5 mg/oral/as needed). No other action was taken to treat the event of nausea. Subject was kept under monitoring for the events of decreased appetite and the abdominal pain.

Manufacturer narrative:
D3: manufacturer zip/postal code: (B)(6) e1: initial reporter address 1: (B)(6). G1: MFR site zip/post code: (B)(6). Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.